Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log files collectively contained data from (B)(6) 2021, when the driveline was disconnected. Low flow alarms were observed stating on (B)(6) 2021 and continued until the end of the file. It was noted that the patient expired that day. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the files. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jul2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard alarms) and how to respond to each alarm condition. Heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-07093. It was reported that the patient's log files were sent in for review. The log file displayed driveline disconnects at the end of the log on (B)(6) 2021 at 7:47 pm where the driveline was disconnected from the controller. The log file displayed intermittent low flows on (B)(6) 2021 at 12:19 pm where the low flow estimator dropped below 2.7 liters per minute (lpm). The pump was seeing a reduction in blood volume. The low flows appeared to be patient related. The log displayed two transient low voltage alarms on (B)(6) 2021 at 7:43 pm during a routine change of external power from the power module to batteries. There was no interruption in pump support during the low voltage events. The patient passed away due to pulseless electrical activity arrest and possible mechanical failure.